Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.75 x 38 mm xience alpine referenced is being filed under a separate medwatch report.

Event description:
It was reported that patient had complicated lesions located in proximal left circumflex (lcx) and proximal left anterior descending (lad) artery. Two guide wires were inserted into the lcx and lad. A 3.0 x 18 mm xience alpine deployed at the proximal lcx. Using a buddy technique, a balloon dilatation catheter was used to crush the proximal edge of the stent, and a 3.5 x 28 mm xience alpine stent was implanted in the main lad successfully. An attempt was then made to treat the distal lad with a 2.75 x 38 mm xience alpine but the device could not cross the 3.5 x 28 mm stent in the main lad and got stuck. The 2.75 x 38 mm xience alpine was pulled back, stretching the implanted 3.5 x 28 mm xience alpine stent and the 2.75 x 38 mm stent dislodged. Using a snare device, the 2.75 x 38 mm dislodged stent was captured, but also explanted the 3.5 x 28 mm stent. Both stents were removed from the patient with the snare device. The procedure was completed by implanting a non-abbott 2.75 x 38 mm stent in the distal lad and a 3.5 x 24 mm non-abbott stent in the main lad. Although they reported a procedure delay, it was not clinically significant and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.